Event description:
Reporter indicated that when her vns generator would stimulate, she would experience a "bubbles in the chest" sensation which she stated was a cardiac arrhythmia. The reporter stated her physicians were aware of the sensation. The reporter stated she has a heart murmur with slight enlargement of the left ventricle. All attempts to the pt's family practice physician and vns physician have been unsuccessful to date.